Event description:
The customer was contacted for further information regarding this event; however, the customer indicated additional information was not available.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00120 during an electrophysiology procedure using a brk transseptal needle and a swartz introducer, a pericardial effusion occurred. An echocardiogram revealed a pericardial effusion during the procedure; however, no intervention was required and the patient remained stable. Further information has been requested but not yet received.